Event description:
Per the physician, the patient¿s fixture failed to osseointegrate and fell out. The patient experienced a reaction to a topical antibiotic (type not reported) after initial surgery and the physician switched to bacitracin.reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4)

Event description:
During a rotator cuff repair patient experienced swollen shoulder with fluid. The procedure was approximately 2 hours long. There is no additional information available at this time.